Manufacturer narrative:
The peritonitis event occurred on an unreported date at the beginning of (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported to be due to a fungal infection. It was reported that the patient was hospitalized and was treated with an unspecified anti-inflammatory drug (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has not recovered from the event. On an unreported date, pd therapy was withdrawn. No additional information could be provided as the reporter declined follow-up.